Event description:
It was reported that immediately after insertion of the iab, the pump alarmed. The pump was purged and alarmed again in two minutes. Blood was observed in the assembly. As a result of this, the iab was removed and replaced. There were no associated pt complications.